Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant. The device was deployed but the distal disc deployed in an unexpected position. The device was retracted into the atrium, redeployed, but the issue persisted. The device deployed in the shape of a bowl. The procedure was completed with a 35mm pfo with no adverse patient consequences. There was no clinically significant delay.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.